Event description:
The site contacted berlin heart inc. (Bhi) clinical affairs (ca) on (B)(6) 2026 to report regarding the excor driving tube. According to the site, an audible air leak was noted in the driving tube on (B)(6) 2026. The driving tube was changed prior to the notification of bhi without incident and is being returned for further evaluation. The excor blood pump functioned as intended, maintaining complete filling and ejection throughout.

Manufacturer narrative:
The excor driving tube, lot no. 00142819 is in use on the patient from (B)(6) 2025 until the driving tube was exchanged on (B)(6) 2026. The event occurred on (B)(6) 2026, which is (262 days) after the driving tube in question was placed on the patient, who is being supported with an excor ikus driving unit. We have reviewed the production records of the driving tube, lot no. 00142819. The product was produced according to our specification. A detailed investigation report will be provided as soon as it is available.